Event description:
It was reported that while ablating in the right ventricular outflow tract, the physician felt/heard a steam pop. There was no rise in impedance. When the ablation was finished it was noted that the patient had a pericardial effusion. There was no tamponade. Pericardiocentesis was performed and the patient's condition was stable thereafter. The patient was fine and there were no further complications. No product malfunction has been reported.

Manufacturer narrative:
This reference # is related to manufacturer's reference numbers. The navistar catheter was not returned for evaluation.